Event description:
It was alleged that while utilizing one of co's mfg devices on a neonate, an adverse event occurred. It was further reported that the infant died. No other details have been provided regarding the incident or resultant affect to the pt.